Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the heavily calcified and tortuous vessel. A promus premier¿ stent was used to treat the lesion and the stent came off the balloon of the stent delivery system. The device was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Event date: a few weeks ago. If implanted, give date: a few weeks ago. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.    (B)(4).